Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly during the revision surgery on (B)(6) 2014, "there was significant thickening of the capsule with granulomas and granulomatous disease and diffuse synovitis." It is further alleged that upon removal of the femoral head, "there was evidence of significant corrosion on both the female and male surfaces of the trunnion and femoral head."

Manufacturer narrative:
An event reporting altr (granulomas, synovitis and corrosion) involving an accolade stem was reported. The event was not confirmed. Method & results: the device was not returned for evaluation. A medical review was not performed as medical records were not provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly during the revision surgery on (B)(6) 2014, "there was significant thickening of the capsule with granulomas and granulamatous disease and diffuse synovitis." It is further alleged that upon removal of the femoral head, "there was evidence of significant corrosion on both the female and male surfaces of the trunnion and femoral head."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
A review of the records by a clinical consultant concluded: no histopathology report or follow-up of the request for cobalt/chromium levels in the pathology specimen is available. There is no examination of the explanted components. The non-mars MRI with prosthetic artifact did not have a radiologist report consistent with altr as suggested by the interpretation of the surgeon. My review of the MRI images confirms the findings of the radiologist. There is no follow-up post-revision to determine if the symptoms were improved by the procedure. The mildly elevated serum cobalt, which decreased pre-revision, along with one normal chromium level documented does not alone confirm a diagnosis of altr in this case. From the available medical records, there appears to be no other diagnostic procedures and/or other treatment to rule out other potential contributing factors for the symptoms described by the patient. Conclusions: the exact cause of the event could not be determined based on the information provided. Additional information, including histopathology reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly during the revision surgery on (B)(6) 2014, "there was significant thickening of the capsule with granulomas and granulamatous disease and diffuse synovitis." It is further alleged that upon removal of the femoral head, "there was evidence of significant corrosion on both the female and male surfaces of the trunnion and femoral head."